Event description:
A staff nurse put pt on a drip rate of 6cc/hr = 20mcg/min. Pump reverted to 150cc/hr which was a previous setting. Nurse stated that she turned off the pump prior to setting pump at the 6cc rate. Pt had severe hypotension which required very aggressive intervention since the pt was presenting an acute active myocardial infarction (mi). Physician who was present at the time, stated it is unk whether any further myocardial damage occurred during the event as the pt was infarcting during the same time frame. Three other pumps were brought by the central services dept. Staff to the pt's room and appeared to have malfunctioned. Pumps were isolated and somehow, some of them may have gotten back into the general population. Although it appears this may have been operator error, in order not to compromise pt care, it was ordered that all pumps be checked by the biomedical staff.